Event description:
Patient was positioned lateral (left side down) and intubated with a size 7 reinforced et tube with a 14f satin stylet. Intubatin was uneventful. Patient was repositioned to side and neutral neck position. Alarms on ventilator went up. Everything checked including cuff of et tube. Patient was repositioned and reintubated with a 7.0 et high/low cuff tube. Patient was returned to lateral position with no problems or alarms. Surgery procedure with no ill effect.